Manufacturer narrative:
It was reported that the patient's ipg became inoperable after an unrelated procedure. As a result, the patient underwent surgical intervention during which the ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient's ipg became inoperable after an unrelated procedure. As a result, the patient underwent surgical intervention during which the ipg was explanted and replaced.

Manufacturer narrative:
Date of event is estimated.